Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve has been returned to medtronic's quality lab and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Review of transesophageal echocardiogram from (B)(6) 2010 revealed: continuous-wave doppler interrogation of aortic valve prosthesis from a transgastric transducer location yields good-quality doppler envelopes with mean and peak gradients of 36 and 66 mm hg, respectively. Discrete opening and closing doppler signals are present, that typically are associated with normal occluder motion. The contour of the spectral doppler envelopes is remarkable to peak velocities that occur in the first half of systole and with a discrete, sharp peak; also suggestive of normal prosthetic valve function. The left ventricle (lv) is of normal size and the normal overall systolic function (lv ejection fraction 75 - 80%). The lv outflow tract is not well visualized, although based on available images no discrete subvalvular obstruction is seen. Upon completion of the analysis, a f/u report will be submitted.

Event description:
Medtronic received info that the pt with this mechanical valve, implanted 21 years, had shortness of breath during a stress echocardiogram. Echocardiographic findings revealed a 4 m velocity with a mean gradient of 35 and peak of 78. The tilting disc appeared to be functioning completely normally (both opening and closing) with no apparent aortic insufficiency. From the long axis view, it appeared that there was forward flow only coming out of the greater orifice. The physician thought that pannus may be present, blocking the smaller orifice, thus ultimately leading to the high velocity/gradients present at this time. The physician later reported that the increase in gradient was due to the fact that they were doing a stress test and the elevated gradients were not seen during the resting echocardiogram. Additional info was received that the valve was explanted.